Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable. No further intervention is planned at this time.